Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported, a (B)(6) female patient with end stage renal disease (esrd) on peritoneal dialysis therapy was diagnosed with peritonitis on (B)(6) 2016 and she believed the patient acquired the peritonitis due to touch contamination (breach in sterility during treatment). The patient was treated with vancomycin and the patient was not hospitalized.

Manufacturer narrative:
There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s peritonitis. The cause of the peritonitis was unknown. No leak was reported. The most frequent causes of peritonitis are related to a breach in the aseptic technique. Breaches in aseptic technique may occur (mostly unobserved) during the manipulation of the peritoneal dialysis therapeutic system components and in particular during the connection and disconnection steps. The most frequent problem is the touch contamination of the sterile fluid path. Due to the lack of medical records, no conclusion can be made that suggests that the peritoneal dialysis products caused or contributed to the reported event of peritonitis. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
The following is from the medical records provided by the patient's treatment facility. The peritoneal dialysis registered nurse (pdrn) believed the patient acquired peritonitis due to touch contamination. This was not confirmed in the medical records. The pdrn stated the patient was treated with vancomycin and the patient was not hospitalized. Medical records did not contain a recent history and physical, medication list, peritoneal dialysis treatment records or peritoneal dialysis progress notes for review.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The exterior of the cycler shows no physical damage. During the simulated treatment of the device the machine passed all test performed without any failures or problems. The testing of components had no failures. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the DHR review confirmed the labeling, material, and process controls were within specification.